Event description:
It was reported that a patient presented for his one month check post implant, and rv to svc and svc to can measurements were n/a. Connection issue between the svc pin and the header was suspected. The physician elected to program the svc coil off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.